Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a case discussion, that following a cataract surgery with intraocular lens (iol) implant procedure, there was bit of glistening¿s, whitish donut fibrosis around the intraocular lens with some posterior capsular opacification. Looks minimally cosmetically bad, but the patient is overall happy.

Manufacturer narrative:
Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The lens remains in the eye. A request was made to a director with the gqca (global quality customer affairs) team clinical information review assessment of the information provided with the file(s). Based on the content provided in the medical information reviewed, conclusive confirmation that the related iol is associated with the reported glistenings and caused the "donut" fibrosis around the iol, some pco¿ described above cannot be established. The manufacturer internal reference number is: (B)(4).